Event description:
On (B)(6) 2011, the beckman coulter site in (B)(6) reported that they received a bottle of lithium reagent that had leaked. There was no exposure or injury to the operator. Upon recur, it is unknown if serious injury could occur, so it was determined that an MDR should be filed for this event.

Manufacturer narrative:
(B)(4).